Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: 4.5mm 90° dfos plate, 5° flare, no offset, 4 hole: item number; 00-1050-6004, lot number; 162982-c. Unknown locking screw: item number; unknown, lot number; unknown qty of three (3). Customer has indicated that the product will be returned to orthopediatrics for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00031, 3006460162-2020- 00033, 3006460162-2020-00034 and 3006460162-2020-00035.

Event description:
It was reported that the dfos plate failed and the four screws broke. The patient was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 patient code: 1924. H6 device code: 1260. H6 method code: 3331 - 4109. H6 result code: 3252. H6 conclusion code: 4315. D10 device available for evaluation: yes. Complaint sample was evaluated and the reported event was confirmed. Product evaluation confirmed broken screws. The plate was found to be undamaged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined.